Event description:
The customer reported an employee with symptoms while working with cidex opa. The customer reporter symptoms of sore throat, tingling and irritation in their nose and mouth. The customer saw a doctor, but did not provide information regarding treatment. The customer reported that the doctor told him that his symptoms may be related to working with cidex opa.